Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The customer's blood glucose reading was 1.2 mmol/l at the time of the event. The customer had been using the insulin pump for six days prior to the event. The customer had previously been using an older model medtronic insulin pump. Troubleshooting could not be performed at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.